Event description:
Pt began vomiting and their blood glucose was in the 500's (mg/dl). Pt delivered multiple boluses, but blood glucose remained elevated. Pt went to hospital where their blood glucose tested at 480 mg/dl (treatment received: IV fluids, including insulin). Pt was still in hospital at time of report.